Manufacturer narrative:
Further information was requested, but not yet received.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead was oversensing noise. There were no patient consequences.